Manufacturer narrative:
The reported event was unconfirmed as the device met the specifications. The access sheath was returned without the original packaging. No defects were noted on the sheath or dilator. The outer diameter of the sheath was measured and found to be 0.156", the distal inner diameter measured 0.128"; both results were within specifications. The stepped outer diameter of the dilator measured 0.126" and the tube outer diameter measured 0.121"; both readings were within specifications. A 0.038 passed through confirming clear passage. As the reported event is unconfirmed, a DHR review and label/packaging review is not required. However one was completed as the information in the entry description suggests the customer violated the IFU. "Warning: for single use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/ or lead to device failure, which in turn, may result in patient injury, illness or death. Reuse reprocessing or re-sterilization may also create a risk of contamination of the device and/or cause patient infection or crossinfection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient." The actual/suspected device was inspected

Event description:
It was reported that when the surgeon progressed the rirs (retrograde intrarenal surgery) procedure, found out the crumpled part on the end of sheath for proxis and also wanted to know why it occurred and mentioned that proxis had caused a severe damage to the flexible urs scope.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the surgeon progressed the rirs (retrograde intrarenal surgery) procedure, found out the crumpled part on the end of sheath for proxis and also wanted to know why it occurred and mentioned that proxis had caused a severe damage to the flexible urs scope.